Event description:
Report received of cassette test failure alarms during a dobutamine infusion. The customer reports that at the time of the cassette test failure alarm, a new bag of dobutamine and tubing set were being hung. The pt's blood pressure was reported to "have gone down a little bit" during the alarm condition. The staff re-started the old dobutamine bag and tubing set while waiting for another set. The pt's blood pressure was reported to be "ok without further intervention." A second tubing set was then hung with the new dobutamine bag, without further incident. There was no report of any adverse pt effect. Add'l pt info was requested, but no further info was available.